Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting with cooladvantage core applicator to the upper/mid/lower abdomen and cooladvantage petite fit to the inner thigh and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting with cooladvantage core applicator to the upper/mid/lower abdomen and cooladvantage petite fit to the inner thigh and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen (more evident in upper abdomen) and inner thighs on (B)(6) 2021 using the cooladvantage coolcore and petite coolfit system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen (more evident in upper abdomen) and inner thighs on (B)(6) 2021 using the cooladvantage coolcore and petite coolfit system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional data: a3a, a4, a5 (not hispanic/latino) a6, d4, d10. Changed data: b5, d1, d8, g1, h6.